Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information: if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump not reading 3ml syringe when loaded into the syringe module. Attempted to reset the setup 3 times until it then appeared. Event occurred again today for another patient and could not be resolved with a 3ml syringe." There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump not reading 3ml syringe when loaded into the syringe module. Attempted to reset the setup 3 times until it then appeared. Event occurred again today for another patient and could not be resolved with a 3ml syringe." There was patient involvement however no patient harm.